Manufacturer narrative:
Initial reporter phone number is (B)(6). B3: month and day are unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was stated that there was a leak from the anesthetic bag. The event occurred during priming. There was no patient involvement.